Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and tortuous antebrachial vein. A 4.0 x 40/40 (4f) f/g sterling otw balloon ruptured at 13 atmospheres on the first inflation. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as "no problem" with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered as operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulty.